Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was found broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing in the transparent part at the mouth where the scissor tips exit - tears are axially aligned with the tip cover and measure from 3 mm to 1 mm in length. There are no signs of thermal damage present at the end of any tears. The complaint regarding the tip cover is broken was confirmed by failure analysis. Probable root cause of damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.

Event description:
Refer to h11 for follow-up information.